Event description:
Reportedly, the last name of the patient was correctly displayed but not his forename in a patient file.

Manufacturer narrative:
In-depth analysis of the expertise file dated 09 may 2022 revealed that the patient information (patient name, birth date and lead information) was filled at the end of the device interrogation session, and properly programmed, whilst the tablet was not embedding smartview 3.10 programmer software version yet. Since expertise files were anonymized upon extract, it was not possible to further investigate the origin of the behavior. In-house testing could not reproduce the observed behavior, unless no first name was entered in patient data. Based on available data, it was not possible to determine the exact root-cause of the reported behavior. Nevertheless, it could be hypothesized that it resulted from a temporary dysfunction of the platinium database during the patient file storage process within the database.

Event description:
Reportedly, the last name of the patient was correctly displayed but not his forename in a patient file. Xxxxx was written instead.